Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Dyspareunia. Urinary disturbances. It was reported that due to pelvic pain, dyspareunia and urinary disturbances mesh was revised on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extraperitoneal vaginal vault/uterine suspension, vaginal bilateral paravaginal defect repair, cystocele repair and cystourethroscopy due to vaginal vault prolapse/uterine prolapse; and stage 3 anterior compartment prolapse. The patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient experienced pelvic pain and cystocele tension. The patient underwent mesh revision, left side of mesh was released and no mesh was resected on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.